Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported by the patient's family member/friend that the patient was in the hospital and they wanted to know if a manufacturer representative (rep)  could come to the hospital to check the device. The caller said the patient had vomiting and diarrhea that couldn't be controlled with medication and that the patient  was hospitalized from (B)(6) 2021. The caller noted the patient was ok, then they started having constipation on (B)(6) 2021 and they went back into the hospital on (B)(6) 2021 and they were still there now.